Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the healthcare professional (hcp) told them they had a patient who was shaking and having a really hard time as a result of therapy turning off by itself. No further complications are anticipated. The patient's indication for implant is unknown. See related pe (B)(4) ins turned itself off, return of shaking. See related pe (B)(4) poor coupling when recharging.